Manufacturer narrative:
Citation: landes et al. Transcatheter replacement of transcatheter versus surgically implanted aortic valve bioprostheses. J am coll cardiol. 2021 jan 5;77(1):1-14. Doi: 10.1016/j.jacc.2020.10.053. Earliest date of publish used for date of event. Medtronic transcatheter valves referenced: corevalve, evolut r, evolut pro. Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding transcatheter valve-in-valve implants into transcatheter aortic valve (tav) or surgical aortic valve (sav) bioprostheses. All data were collected from a registry database between april 2005 and april 2019. The initial study population included 658 patients (tav-in-tav=434, tav-in-sav=624), which was characterized as predominantly male with a mean age of 80 years. For propensity matched comparison the population was distilled down to 330 patients with 165 in each the tav-in-tav and tav-in-sav groups. Multiple manufacturer¿s devices were implanted in the study population, which included medtronic surgical valves freestyle (n=4), hancock ii (n=12), and mosaic (n=5) as well as medtronic transcatheter valves corevalve (n=90), evolut r (n=64), and evolut pro (n=5). No unique device identifier numbers were provided for any of the valves. Among all patients, mortality rates at 30 days were 3% (n=5) in tav-in-tav patients and 4.4% (n=7) in tav-in-sav patients. At 1 year follow-up, mortality rates were 11.9% (n=12) and 10.2% (n=10), respectively. Based on the available information medtronic product was not directly associated with the death(s). Among all patients implanted with either a surgical and transcatheter valve, adverse events included: intervention requiring implant of a second prosthetic valve, mean aortic valve gradient as high as 35 mmhg, moderate to severe aortic regurgitation (ar), stroke, myocardial infarction (mi), valve embolization/migration, coronary obstruction, conversion to open heart surgery, major vascular complication, major bleeding, and arrhythmia requiring new permanent pacemaker implant. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.